Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned. The provided photographs confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Pinnacle suction cup inserter tip was not functioning as needed whilst implanting a ceramic insert into a pinnacle cup for this case. The silicone suction tip was not achieving any suction on the ceramic insert. 3 minute delay to procedure. No ae to patient.